Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned for evaluation and pending qc investigation. Most likely underlying root cause: mlc-59: improper storage conditions. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for control result out of control range and high blood glucose test results. The customer is concerned with control test result obtained of 89 mg/dl; control test was not within acceptable range of 24-54 mg/dl. The customer was also concerned with am blood glucose test results obtained of 128, 125 and 118 mg/dl. The customer¿s expected am fasting blood glucose test result range is 101-113 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Additional information as of (B)(6) 2020: meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.